Event description:
It was reported that this pacemaker exhibited occasional evidence of atrial undersensing observed on the stored electrograms (egms). Atrial intrinsic amplitude was noted to be out of range. Technical services (ts) recommended considering a review of the current programmed sensitivity at the next in-office evaluation. No adverse patient effects were reported. This device system remains in service.